Event description:
There was a motion error that caused a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.